Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The complainant reported that the automated impella controller (aic) experienced an air in purge system alarm, the alarm was ongoing after multiple attempts to de-air. The console was swapped out with resolution of the alarm issue and significant improvement in purge flow as well as improved waveforms and impella flow. There was no patient harm reported.

Manufacturer narrative:
The investigation into the purge issue has been completed. The impella automated controller was returned for investigation. The data analysis of the logs indicated the case began on 7/9/22 with the reported complaint occurring on 7/14/22, an air in purge system alarm triggered. Several attempts to de-air the line were attempted through the purge menu, however these attempts were unsuccessful with clearing the alarm. The real time logs show that after the first occurrence of the air in purge system alarm, purge pressure was unstable and unable to recover despite de-air attempts. The staff additionally noted that after switching to ic7189, no issues occurred with the purge system. However, after reviewing the logs for ic7189, it was observed that a different purge cassette was used after the aic transfer. The returned console was placed on pump and purge and flow level was set to p-6 to mimic the scenario where air in purge system had occurred. The console was left running for an extended period of time with no alarms occurring. The root cause of the air in purge system alarms was not determined due to the inability to reproduce. This report is being filed as part of a retrospective review of historical records.